Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. The distal conductor was distorted and had blood/body fluid (not obstructed). The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head). There was also blood in/on the helix/lobe mechanism. It was also noted the helix was blocked by a guide tooth. Visual analysis revealed the lead was damaged at implant.

Event description:
It was reported that during the implant procedure the right ventricular impedance was high. The lead was removed and tested to see if the helix would extend and it did not. The lead was replaced. No patient complications have been reported as a result of this event.